Manufacturer narrative:
Updated with initial reporter. Concomitant product 9735824r, lot number 1600864519 was returned unused and no longer relevant to the complaint. H6: fdd code updated to a110201 to reflect the information provided in multiple annex g codes were reported. G02007 corresponds to the concomitant product 9736403, lot number 1935c01618. G0200702 corresponds to the concomitant product 9736356. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the solid state drive (ssd) required replacement because the system did not boot up properly.

Manufacturer narrative:
H2: concomitant product 9735824, lot #: 1600864519, concomitant product 9735821, lot #: p900595 g2: this event occurred in italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ssd needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, product ID: 9736356, product ID: 9735818, unknown product ID: 9735764, product ID: 9735824, product ID: 9735821, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Additional system service was performed. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Additional system service was performed. The camera and pc were replaced. Codes b01, c08, c13, and d02 are applicable. The returned controller was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. The returned positioning sensor unit (psu) was analyzed. It had many nicks and scratches on the housing and lenses. A check of the event log showed a long history of intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .458mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the computer was returned to the manufacturer for analysis. Analysis found that the computer powered up when main power was applied but did not display image to the monitor on the digital visual interface (dvi) port due to a bad graphics card. The high-definition multimedia interface (hdmi) and displayport ports both did produce an image to the monitor. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.